Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor repeatedly disconnected from the ilet and displayed brief sensor issue messages, resulting in loss of cgm data transmission to the ilet and subsequent high glucose readings up to 251 mg/dl for approximately 1.5 hours with alerts for hyperglycemia. Symptoms included frustration. Outcomes included temporary inconvenience without medical intervention. Investigation included troubleshooting and education with guidance to replace the sensor when possible. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet consistent with intermittent sensor communication issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with likely contribution from external or use-related factors affecting cgm-to-pump connectivity.